Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Customer said that the catheter has cracked and drug leaked. Said they only use 10ml syringe and infusion pumps with 5ml/hr for most.